Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the review of the black box data verified a cs064-0001 occurrence due to a high force occlusion during the prime operation. The pump was tested for 24 hours with no cs 064-0001 alarms duplicated. Unrelated to the original complaint, the display lens was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.